Event description:
It was reported, externalized conductors were observed on the right ventricular (rv) lead during diagnostic imaging. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.